Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Consumer alleges while going down and up a sidewalk cut out her leg allegedly fell off of the foot plate. Her chair allegedly continued to move forward, her leg bent backwards under the wheel and got stuck.